Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6).

Event description:
It was reported there was a speaker malfunction. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse discovered the device to have no sound with a speaker inoperative message present. After the mainboard was replaced, the unit returned to specification. No further investigation or action is warranted at this time.